Manufacturer narrative:
The exposed soft cannula was not observed to be bent or kinked. Therefore, no problem was found regarding the reported bent/kinked event. The pod was received with the needle mechanism assembly deployed. The pod data showed no errors or abnormalities that would indicate the pod was not running as expected. The drive mechanism assembly as well as the electrical components showed no damages or deficiencies that would prevent normal operation. The device was successfully activated and rerun both on manual and automated mode. The exact cause of the reported pod communication error event could not be determined. The top housing was observed to be cracked. No internal component damage or fluid ingress was observed. The exact time and cause of the top housing damage could not be determined.

Manufacturer narrative:
The device has been returned and received to date. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels rose above 400 mg/dl. The pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. The pod wear time was not specified.